Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2018 at 2:00 pm due to a high blood glucose of 343 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via insulin pump. Troubleshooting for the high blood glucose was provided. No products will return for analysis.